Event description:
Pump reported to be set at 1000 ml/hr, but delivered closer to 750 ml/hr. Pump was being used for cvvh. The output was being closely monitored and a rate adjustment was made. No pt injury.